Event description:
Relatively poor auditory improvement has been noticed by audiologist since (B)(6) 2015. The concerned device was explanted.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report (and x ray results) the device was explanted as the active electrode array has partially migrated out of cochlea. Four electrode channels were confirmed by x-ray to be out of cochlea. Due to the array being possibly contaminated, the concerned device was explanted. The investigation showed that the electronic circuit is functional. The electrodes show damage that is most likely attributable to the explantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Relatively poor auditory improvement has been noticed by audiologist since (B)(6) 2015. The concerned device was explanted.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.